Event description:
The facility reports the resident was in bed. Two caregivers placed the sling under the resident and connected all four clips, checking twice. While in the raised position and moving the wheelchair, the left leg clip released. The resident slid down, head-first out of the sling. Her right leg caught in the sling, which turned her body sideways and down, causing her shoulder to hit the floor first, then the rest of her body to slide out of the sling. The resident sustained a head injury (cut) from her barrette, which required stitches (staples).